Event description:
It was reported that the artificial urinary sphincter implant surgery was aborted due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the patient's surgery was not aborted. The balloon and pump were relocated inside the body. There were no patient complications and no device issues or malfunctions. The device worked properly following surgery and there was a good reduction of the incontinence. The patient is satisfied.

Event description:
It was reported that the artificial urinary sphincter implant surgery was aborted due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.